Event description:
Medtronic received a report that the device was being advanced into a phenom 27 but with a lot of resistance. The pipeline was not able to get to the desired distal location due to this resistance. Both the pipeline and phenom 27 were removed as a system out of the body. The doctor then deployed the pipeline on the back table. After some more resistance, the pipeline deployed and on the proximal end, what looked like a free floating piece of plastic came out. Resistance was in the distal end of the catheter. The pipeline did not become stuck. The catheter and pushwire were not damaged. There was already a pipeline deployed during this case. The device in question was going to be the second one placed with the goal of overlapping the first device and landing the second more proximally. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient sympt oms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured pcom (posterior communicating artery) aneurysm with a max diameter of 3mm. Landing zone: distal: 3.31mm and proximal: 3.64mm. It was noted the patient's vessel tortuosity was moderate. Additional information was received stating that a second device was not used. Ended the case after the complaint one failed. It was unclear where the plastic piece came from. It appeared to be stuck on the proximal end of the pipeline, causing friction even when deploying the pipeline on the back sterile table. The cause of the event was not determined. Pusherwire was fine, no damage. There were no issues with the rist catheter. The information is confirmed by the physician. Ancillary devices include a rist 079 guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.